Manufacturer narrative:
Sections with additional information as of 22-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Complaint was initially reported via e-mail and customer was contacted by telephone. The customer is concerned with test results from results obtained of 121, 111, 130 and 144 mg/dl with meter to meter comparison results of 121 mg/dl using true metrix meter and 95 mg/dl using doctor's device. The customer¿s expected am fasting blood glucose test result is 90 mg/dl and expected 2 hour post meal blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Customer went to ER due to being lightheaded and flushed on (B)(6) 2023. Customer did take her blood glucose at home and the true metrix meter read 144 mg/dl. When customer got to the ER her blood glucose level was 89 mg/dl fasting. The timeframe from the time that the customer took her blood test at home vs the hospital was greater than 30 minutes. Customer advised that nothing was done for her at the hospital with the exception of having her drink a lot of water and they monitored her. Customer was not admitted and was released after 1 ½ hours of being there. Customer advised that they told her that her blood sugar may have gotten too low. Customer was advised to follow up with her ob (customer advised that she has a routine appointment with her ob on (B)(6) 2023). During the call, a blood test was performed by the customer fasting and produced test result of 110 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is 2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 121 mg/dl date: (B)(6) 2023 time: 2:34 pm 2 hrs. After meal; result 2: 111 mg/dl date: (B)(6) 2023 time: 7:31 am fasting ; result 3: 130 mg/dl date: (B)(6) 2023 time: 9:31 pm 2 hrs. After meal; result 4: 103 mg/dl date: (B)(6) 2023 time: 9:21 pm fasting; result 5: 144 mg/dl date: (B)(6) 2023 time: 7:21 pm fasting.